Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch verio 2 meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017 at 8am. The patient manages her diabetes using insulin (self-adjusts) and reportedly consumed less food in response to the alleged issue. The reporter claimed that the patient experienced symptoms of ¿sweating, dizzy and not herself¿ approximately 3 hours after the alleged issue began, and the patient¿s blood glucose had gone down to 48mg/dl so she was taken to the emergency room (ER). The patient¿s blood glucose was measured using a ER/hospital meter with a result of 42mg/dl and the patient received treatment by an hcp in the ER of food and/or drink in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product and there had been no misuse; the correct test strips were being used and were within expiry, and the patient¿s testing technique was correct. The csr walked the patient through a re-test and was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.